Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Do not clamp well. Did the patient require revision surgery or hardware removal? --> no. Patient status/ outcome / consequences --> no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.